Event description:
It was reported that no flow was observed in a vial-mate reconstitution device. Customer stated that an unknown drug would not drain back into the bag after the nurses activate the bag and attempt to reconstitute the drug. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The lot gr13i11011 was manufactured sep 25, 2013-sep 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.